Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the drift value of the flow sensor deviated from the standard, and it is believed that it detected an abnormality by a self-check during standby state. Corrective actions were performed with the service tool to resolve the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the drift value of the flow sensor deviated from the standard, and it is believed that it detected an abnormality by a self-check during standby state. Corrective actions were performed with the service tool to resolve the issue. The machine flow sensor was returned to the product investigation laboratory (pil) for evaluation. The flow sensor was installed on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The critical error did not recur. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor passed all testing. Pil concluded that the machine flow sensor operates as designed. Additionally, the UDI has been updated to current requirements.